Event description:
It was reported that a spectrum pump overinfused (medication unknown) during therapy in the operating room. The device was set to infuse 100ml at a rate of 10ml/hr and overinfused the 100ml in 40 minutes. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The reported symptom "over infusion" was confirmed and reproduced during evaluation. During testing unrestricted flow was observed when the device was in the off position with an IV set loaded. Engineering investigation determined the cause to be the removal of the door hook shims while the device was outside of the baxter. This is an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states ""servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited."" The device could not be repaired and has been removed from service.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.